Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead has an infection. The patient's device was pushing through the skin and chest, shoulder area were all inflamed. There were no additional adverse patient effects reported. The ICD remains in service.